Manufacturer narrative:
The doctor reported that a patient had two abutments that fractured, which led to the loss of two dental implants. The doctor did not return the abutments involved in this incident nor were lot numbers provided therefore, no evaluation could be conducted. The implants themselves were evaluated and there were no cracks, fractures or other physical defects that indicate product failure. Did not return the abutments

Event description:
In 2009, a doctor reported to sybron implant solutions corporation that a patient had two (2) endopore abutments that fractured which led to the loss of two (2) endopore implants.